Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2018, her adc freestyle libre sensor failed to penetrate the skin and did not apply. She further reported that on (B)(6) 2018, she experienced hypoglycemic symptoms described as shaking, "black under eyes, and her skin turned pale", and being unable to treat herself. The caregiver gave her 4 "dextro energy" (glucose tablets), mars bars, and an unspecified drink as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Sensor applicator and sensor pack were not returned. The DHR (device history review) for the libre sensor kit was reviewed and showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the sensor applicator and sensor pack are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported that on (B)(6) 2018 her adc freestyle libre sensor failed to penetrate the skin and did not apply. She further reported that on (B)(6) 2018 she experienced hypoglycemic symptoms described as shaking, "black under eyes, and her skin turned pale", and being unable to treat herself. The caregiver gave her 4 "dextro energy" (glucose tablets), mars bars, and an unspecified drink as treatment. There was no report of death or permanent injury associated with this event.